Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2015-74699.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus delivery. The customer's blood glucose was 539 mg/dl. The customer attempted to treat their blood glucose with the insulin pump, but a no delivery alarm occurred. Customer stated the alarm did not occur during a manual prime. Customer stated they were unable to troubleshoot at the time of the call. The customer declined to return the product for analysis.